Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04614. It was reported the pt had experienced heating at the ipg site and it had caused blisters on the skin. The pt stated the heating seemed to radiate throughout his back. The pt stopped using the system about 2 months ago and it was reported he had black marks on his back. A replacement charging system was sent to the pt. An attempt to contact the pt was unsuccessful.